Event description:
New information noted that the right ventricular lead was explanted and replaced. More information was requested but not provided.

Event description:
New information noted that the patient was stable post procedure.

Manufacturer narrative:
A partial lead with the distal portion measuring 37.1 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation of the device, high impedance, and high capture thresholds were noted on the right ventricular lead in bipolar configuration. Once changed to unipolar configuration, the measurements were acceptable. Lead fracture was suspected. The physician decided to monitor the patient with unipolar configuration. The patient was stable.